Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to a non product experience. No additional adverse patient effects were reported. Additional information from the filed indicates this device was explanted at the patients request. No device issues were reported. No adverse patient effects were reported.

Manufacturer narrative:
This event is no longer reportable, since the device was explanted at the patients request. No device issues were reported and no adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to a non product experience. No additional adverse patient effects were reported.